Event description:
A caller reported a malfunction on the pump, described as malfunction code 14. The impact on the customer's blood glucose level was unknown, as they declined to answer whether the level exceeded 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if any malfunction codes recurred, which they acknowledged and understood.